Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. MFR # 2029046-2019-03417 for product code pentaray nav high-density mapping eco catheter; MFR # 2029046-2019-03418 for product code soundstar eco 8f ultrasound catheter; MFR # 2029046-2019-03419 for product code decanav electrophysiology catheter. Manufacturer's reference #: (B)(4). This event has also been reported by the manufacturer under report #2029046-2019-03418. Reference: (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter, soundstar eco 8f ultrasound catheter and decanav electrophysiology catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At an unspecified phase of the procedure, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 2000 cc of fluid from the pericardial space. The patient was then transferred to surgery. The bwi catheters that were inside the patient's body at the time of the event were pentaray nav high-density mapping eco catheter, soundstar eco 8f ultrasound catheter and decanav electrophysiology catheter. There's no information regarding extended hospitalization, patient's outcome and physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.